Event description:
During a complicated chronic total occlusion coronary procedure, one of the interventional wires became sheared off and a small flexible portion remains in the patients septal vessel.